Manufacturer narrative:
Should additional reportable information be received, an additional regulatory report will be submitted for the reportable information.  A4: estimated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at baseline and prior to the implant of this transcatheter bioprosthetic valve the alanine transaminase (alt) measured 16 and the aspartate aminotransferase (ast) measured 15. Following the valve implant procedure, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). The temporary pacing wire was removed the following day. There was no atrio-ventricular block. The day following the valve implant transaminitis was also identified with elevated liver test results. The alt then measured 69 and the ast then measured 81. As reported, it was unclear the relationship as the elevated liver function tests (lft) may have been related to an anesthesia drug effect, pacing run or passive congestion from aortic stenosis (as). Treatment was not reported for the elevated lft. The lft was reported as causal to the procedure. The patient was to be discharged with a 5-day holter. The lbbb was reported as causal to the procedure and valve. No adverse patient effects were reported.

Manufacturer narrative:
The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported an intraprocedural mean gradient following the valve deployment was 4 millimeters of mercury (mmhg). An elevated gradient was identified on discharge echocardiogram. The aortic valve (av) max gradient was 24.2 mmhg with a mean gradient 13.2 mmhg. The 30-day follow-up echocardiogram showed an av max gradient was 21.9 mmhg with a mean gradient 11.8 mmhg. No treatment was reported for the elevated aortic gradient and the event had not resolved. Additional information received indicated that the implant depth of the transcatheter valve was 6 millimeter (mm) on the non-coronary cusp (ncc) and 8 mm of the left coronary sinus (lcs).

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant transthoracic echocardiogram (tte) images were provided from (B)(6) 2024. There was suboptimal imaging quality of these pre-implant images. The non-coronary cusp (ncc) appeared severely calcified with limited excursion. The mean atrioventricular (av) gradient measured 26.22 millimeters of mercury (mm hg). The peak av velocity measured 3.26 meters per second (m/s) which suggested moderate stenosis. The ejection fraction ef measured approximately 60-65%. A calcified posterior mitral valve leaflet with limited mobility was also noted. Mild tricuspid regurgitation (tr) was present. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that approximately 9 days following the valve implant, pauses with supraventricular tachycardia (svt) were noted. There was a concern for tachycardia/bradycardia following the valve implant. The longest svt run was 14 beats with a maximum rate of 150 beats per minute (bpm). The holter monitoring revealed no atrioventricular block. There were 6 pauses with the longest lasting 2 seconds. The pauses typically occurred at night. No treatment or intervention performed. The physician indicated the rhythm events were possibly related to the implant procedure and valve. The rhythm pauses and svt were reported resolved 15 days following the valve implant. At the 6-month follow-up, the maximum gradient measured 20 millimeters of mercury (mm hg) and the mean gradient measured 16.1 mmhg.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve that was implanted in the native annulus, the pre-implant echocardiogram showed a gradient of 25.6mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at baseline and prior to the implant of this transcatheter bioprosthetic valve the alanine transaminase (alt) measured 16 and the aspartate aminotransferase (ast) measured 15. Following the valve implant procedure, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). The temporary pacing wire was removed the following day. There was no atrio-ventricular block. The day following the valve implant transaminitis was also identified with elevated liver test results. The alt then measured 69 and the ast then measured 81. As reported, it was unclear the relationship as the elevated liver function tests (lft) may have been related to an anesthesia drug effect, pacing run or passive congestion from aortic stenosis. Treatment was not reported for the elevated lft. The lft was reported as causal to the procedure. The patient was to be discharged with a 5-day holter. The lbbb was reported as causal to the procedure and valve. No adverse patient effects were reported. Additional information was received to note the transaminitis and lbbb remained.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that approximately one year following the valve implant, the one-year follow-up echocardiogram showed a maximum gradient measured at 18.7 mmhg and the mean gradient measured at 10.4 mmhg.